Event description:
It was reported that an m.blue plus(#fx824t) was implanted on (B)(6) 2026. According to the complainant, the shunt system caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection. During the investigation, no significant deformations or damages of the valves were determined. Permeability test. A permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves operate within the specified tolerances in their respective relevant position. Adjustment test the valves were tested and both valves are adjustable in all pressure settings. Braking force and brake function test. The brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Internal inspection . After dismantling of the valves, organic deposits were found. Results . Based on our investigation results, we have detected visible deposits in the m.blue and the progav 2.0. These deposits did not affect the technical specifications at the time of the investigation. At the time of the investigation, we were unable to determine the cause of the reported functional impairment. Organic material in the patient's own cerebrospinal fluid may have temporarily affected function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system[?]depending on its location, quantity, and consistency[?]leads to a deterioration in performance. The investigation of the control reservoir revealed no functional deviations or other abnormalities. The reservoir was operating within specifications. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.